Event description:
It was reported that a shaft break occurred. The 16 x 3.00 promus premier drug eluting stent was selected for use. When the device was progressing inside the catheter the shaft fractured. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
The promus premier ous mr 16 x 3.00mm stent delivery system was returned for analysis. Visual and tactile inspection revealed no issues with the hypotube shaft and a midshaft kink 3.9 cm proximal from the port exchange. Microscopic inspection showed no issues with the balloon, stent, tip, or markerbands.

Event description:
It was reported that a shaft break occurred. The 16 x 3.00 promus premier drug eluting stent was selected for use. When the device was progressing inside the catheter the shaft fractured. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.